Manufacturer narrative:
During placement of a smart control stent the tuning dial was kept rotating and the stent could not be deployed. The physician attempted to initiate deployment using the sliding lever but felt some resistance. The stent was deployed but shifted distally in the target vessel during placement. The target lesion was the left superficial femoral artery having moderate calcification and mild vessel tortuosity with a 100% stenosis (cto). An antegrade approach was made from the contralateral side. After the cto target lesion was crossed with a non-cordis guidewire a smart control (c07100ml) was placed at the distal target lesion without problem. A second smart control (c08100ml) was delivered next. However the tuning dial was kept rotating and the stent could not be deployed at all. A slight friction/resistance was also experienced while using the sliding lever. The stent was able to be deployed successfully deployed in the target lesion, but shifted distally during placement. A third smart control (c08040sl) was placed in the lesion without problem and the post-dilatation was conducted. The products were properly inspected and prepped and no anomalies were noted. It was noted that the locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The procedure was completed without patient injury. One non-sterile unit of smart control 6f 8 x100 mm, 120 cm was received coiled in a plastic bag. Stent and locking pin were not received. Outer sheath was kinked at 9.4 cm from tip. Distal tip was out of position (uncannulated) 0.5 cm. Blood residues were found wire lumen, ID band and handle. The functional analysis was performed, the deployment process without stent started during initial rotation, and the tuning dial was rotated 25 times with no resistance and then stopped; it was not possible to rotate the dial further due to the length of the stent is 100mm; using the tuning dial only 50 mm approximately are deployed, therefore the deployment lever movement must be performed to release the rest of the stent. The deployment process was completed successfully, no resistance was felt. In addition, it was verified that the outer sheath was properly connected to the slider. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The "rotation difficulty and sliding difficulty" conditions reported by the customer were not confirmed due to no resistance was felt on tuning dial/slider assembly during the functional analysis. Procedural factors may contribute to the failure as reported. The deployment difficulty "inaccurate placement" reported by the customer could not be confirmed due to the nature of the complaint; however, no discrepancies were found during dimensional analysis and deployment process was successfully conducted without stent. Procedural factors may contribute to the failure as reported. The cause of the kinked condition and distal tip out of position - uncannulated found during the analysis could not be conclusively determined; however these failures do not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to failure as reported may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant devices: treasurexs gw (sjm) (c07100ml, lot unknown).

Event description:
During placement of a smart control stent the physician felt some resistance with the sliding lever. The stent was deployed but shifted distally in the target vessel during placement. The patient was a (B)(6) male. The target lesion was left superficial femoral artery (20cm long). Moderate calcification and mild vessel tortuosity, the target lesion was 100% (cto). An antegrade approach was made from the contralateral side. After the cto target lesion was crossed with treasurexs gw (sjm), initial smart control (c07100ml, lot unknown) was placed at the distal target lesion without problem. A second smart control (c08100ml/ lot 15268701) was delivered next. However the tuning dial was kept rotating and the stent could not be deployed at all. A slight friction/resistance was also experienced while using the sliding lever. The stent was able to be deployed successfully deployed in the target lesion, but shifted distally during placement. A third smart control (c08040sl, lot unknown) was placed in the lesion without problem and the post-dilatation was conducted. The products were properly inspected and prepped and no anomalies were noted. It was noted that the locking pin was place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The procedure was completed without patient injury.